Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, during the implantation procedure performed on (B)(6) 2018, all leads measurements were normal (atrial and ventricular leads impedance measurements, atrial and ventricular pacing thresholds). When the pacemaker-dependent patient was moved out of the operating room, she experienced syncope. The device was interrogated again; leads impedance values were still normal. However, the physician decided to perform a re-intervention. Even though the ventricular lead was properly screwed, the physician suspected a lead micro-dislodgement and replaced it. The ventricular lead was explanted and returned for analysis. Preliminary analysis showed that, based on available data, no anomaly is suspected on the subject pacemaker.

Event description:
Reportedly, during the implantation procedure performed on 6 february 2018, all leads measurements were normal (atrial and ventricular leads impedance measurements, atrial and ventricular pacing thresholds). When the pacemaker-dependent patient was moved out of the operating room, she experienced syncope. The device was interrogated again; leads impedance values were still normal. However, the physician decided to perform a re-intervention. Even though the ventricular lead was properly screwed, the physician suspected a lead micro-dislodgement and replaced it. The ventricular lead was explanted and returned for analysis. Preliminary analysis showed that, based on available data, no anomaly is suspected on the subject pacemaker.

Manufacturer narrative:
(B)(4).